Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that this was a mechanical thrombectomy of the right middle cerebral artery, m1 segment to treat acute ischemic stroke (ais) cerebral infarction. The procedure was performed by a direct aspiration, first pass technique (adapt) using a cereglide catheter. Since access from the groin was considered to be difficult, an emboguard 87, 95 cm (bg8795u, 9689418) was inserted to performed from brachial artery using the dilator attached to. The internal carotid artery (ic) origin was curved, making access difficult, and it was challenging to advance the emboguard. After removing the inner catheter, cereglide was inserted. The resistance was felt during advancement, and the emboguard kink was confirmed. It was slightly pulled back, and the emboguard was exchanged for vecta46 before being removed. Aorta arch type: 3. The puncture site was the brachial artery. The kink was discovered during the delivery of the aspiration catheter. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices were syncro guidewire, trak microcatheter. The devices were used according to the instructions for use (IFU).

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, d4 (primary UDI number), g3, g6, h2, h4, h6, and h11. Complaint conclusion: it was reported by a healthcare professional that this was a mechanical thrombectomy of the right middle cerebral artery, m1 segment to treat acute ischemic stroke (ais) cerebral infarction. The procedure was performed by a direct aspiration, first pass technique (adapt) using a cereglide catheter. Since access from the groin was considered to be difficult, an emboguard 87, 95 cm (bg8795u, 9689418) was inserted to performed from brachial artery using the dilator attached to. The internal carotid artery (ic) origin was curved, making access difficult, and it was challenging to advance the emboguard. After removing the inner catheter, cereglide was inserted. The resistance was felt during advancement, and the emboguard kink was confirmed. It was slightly pulled back, and the emboguard was exchanged for vecta46 before being removed. Aorta arch type: 3. The puncture site was the brachial artery. The kink was discovered during the delivery of the aspiration catheter. There was no negative impact to the patient. A continuous flush was done. Other concomitant devices were syncro guidewire, trak microcatheter. The devices were used according to the instructions for use (IFU). Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with lot 9689418 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) of the emboguard devices cautions users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.